Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced three instances in less than one month of the t:clip not holding to the customer's waistband. The customer stated that the t:clip falls off, with or without activity, and pulls out the infusion set cannula when the pump falls out due to t:clip failure. The customer's blood glucose (bg) level was impacted. Bg levels in the high 400s range (mg/dl) with large ketones were reported. The customer manually injected insulin to address elevated bg levels.